Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after ablation, burn injury occurred at the position where the return electrode was applied. Burn depth was second degree with blisters. The burn injury was cooled by patching hydrosites and atnon as treatment. Thereby the symptoms improved. Total ablation time was 21 minutes 30 seconds because there was no break. The return electrode error occurred at that timing and the device stopped. The return electrode became hot. It was ablation after tace (transcatheter arterial chemoembolization). The procedure was completed with the said device.

Manufacturer narrative:
Additionalc information: evaluation summary: one device was received for evaluation. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.